Manufacturer narrative:
(B)(4)8. Date of initial report: (B)(6) 2011. Date of follow-up report: (B)(6) 2011. Date of supplemental 02: (B)(6) 2014. The incident device was returned with the cord cut off. Enough cord was left to splice a new cord on and test the device which was found to operate to specification and did not self activate. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00232.

Event description:
The customer reported that while in use on the patient, the device worked as expected. However, while not in use, the device activated by itself. There was no patient injury. The surgeon opened a second device and it worked fine. A foot pedal was in use at the time.